Event description:
Information received indicated the nurse call was not functioning.

Manufacturer narrative:
The technician found a defective communication cable which prevented the nurse call function from operating. He replaced the communication cable which resolved the issue.